Manufacturer narrative:
The complaint device has not been returned to date. An initial eval has been conducted based on the event description and previous investigations on similar complaints. Results: one potential contributing factor may be due to improper fitting of the mask onto the pt. Fisher and paykel healthcare marketing have and continue to provide regular in svc training across the USA to address the potential for improper fitting. Our records indicate that this is the only complaint of this nature received for the given lot number. Conclusion: we have an open CAPA project to address this issue and to implement potential design solutions we have developed to prevent separation issues occurring in the future. We are currently implementing an added silicone adhesive step (the application of an adhesive between the silicone facial seal and the plastic mask base) in our production process.

Event description:
A medical ctr in another city, reported to our distributor that in rt040l full face mask, placing the seal back into the mask shell almost always fails.